Event description:
It was reported that the patient was experiencing unbearable tenderness at the implantable pulse generator (ipg) site. It was also noted that the ipg was in an irritating location and that there was significant mobility of the ipg under the skin. The patient was also experiencing undesired stimulation in non-targeted areas that varied with changes in posture, due to lead migration confirmed through fluoroscopy imaging. The patient underwent a revision procedure wherein the ipg and one lead were replaced. No further information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the service date from the fax became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2318500, model: sc-2318-50, serial: (B)(6), batch: 5004052, UDI: (B)(4).

Manufacturer narrative:
Sc-1432 (sn (B)(6)). Sc-2318-50 (sn (B)(6)). Investigation results the ipg and lead was not returned for analysis; therefore, a technical analysis could not be performed. Device history record it was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient was experiencing unbearable tenderness at the implantable pulse generator (ipg) site. It was also noted that the ipg was in an irritating location and that there was significant mobility of the ipg under the skin. The patient was also experiencing undesired stimulation in non-targeted areas that varied with changes in posture, due to lead migration confirmed through fluoroscopy imaging. The patient underwent a revision procedure wherein the ipg and one lead were replaced. No further information has been obtained.